Event description:
It was reported that the pump was explanted due to infection (escherichia coli). The medication used within the system was morphine. The patient was noted to have had "no complains". The patient's outcome was not provided.

Manufacturer narrative:
(B)(4).